Event description:
According to the reporter: occurred during a video assisted thoracic lobectomy. While resecting the bronchus, the staples could not form during firing. A big click sound was emitted from the device. The staple line was formed incompletely at the proximal end. To correct the incomplete staple line, another stapler was used. No patient injury or extension in surgical time. Patient status is alive, no injury.